Event description:
Reporter indicated that the handheld was continuously freezing after interrogation. Non-working handheld was obtained from the site for analysis. Product analysis found that the handheld and the software performed according to specifications. However, it was identified that under certain conditions the handheld can freeze after an interrogation is performed. After the anomaly was induced by creating the specific conditions, the complaint was verified.